Event description:
Reportable based on device analysis completed on (B)(6) 2020. It was reported that guidewire unravel issue occurred. A st/035/145 (bx/5) amplatz super stiff guidewire was selected for use but the guidewire unraveled while exchanging a drain catheter. The procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed coating peeling.

Manufacturer narrative:
H6: evaluation method codes: added 4109: historical data analysis. Device evaluated by MFR: unit returned with its original pouch and together with a non-boston scientific catheter. Overall visual examination did not identify failures or evidence that could be lost due to decontamination process. The guidewire returned inside of a non-boston scientific device. The non-bsc device had a metallic cannula. The guidewire was easily removed from the non-bsc device. The guidewire was kinked near the distal end; besides, where the kinked section was located, the coating of the guidewire was damaged (peeled). The guidewire was not unraveled. Outer diameter of distal tip, middle of the device and the proximal section are within specifications. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch and together with a non-boston scientific catheter. Overall visual examination did not identify failures or evidence that could be lost due to decontamination process. The guidewire returned inside of a non-boston scientific device. The non-bsc device had a metallic cannula. The guidewire was easily removed from the non-bsc device. The guidewire was kinked near the distal end; besides, where the kinked section was located, the coating of the guidewire was damaged (peeled). The guidewire was not unraveled. Outer diameter of distal tip, middle of the device and the proximal section are within specifications. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
Reportable based on device analysis completed on 06mar2020. It was reported that guidewire unravel issue occurred. A st/035/145 (bx/5) amplatz super stiff guidewire was selected for use but the guidewire unraveled while exchanging a drain catheter. The procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed coating peeling.